Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope exhibited foreign object in the bending section cover and the adhesive of the bending section cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection where it was confirmed that the bending section cover and bending section adhesive contained foreign objects. Based on the results of the investigation, a definitive root cause cannot be determined. According to previous investigations, probable causes such as damage of parts due to deterioration/ leakage/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.